Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation. Additional information: follow up information from states the patient was (B)(6) with a history of pneumothorax right voltage (complication of over previous cvc), diabetic ketoacidosis, hypertension, with a current diagnostic pop correction intestinal fistula, pop right hemicolectomy for peritonitis and mesenteric ischemia. A history of thrombosis, vessel malformation and previous punctures was unknown at the insertion of the device. The chief who received the patient at the second hospital the patient was taken to stated patient arrived with cvc running for the other two-way vasoactive and sedation, by way of sale distal guide which leaves it in the same condition it was received. About 9:00 am the patient presented hemodynamic decompensation and the patient died before moving to hemodynamics for removal of the foreign body. Per the physician, the patient's demise was not associated with the foreign body retained in the patient.

Event description:
It was reported that in the ICU, the user placed the venous catheter using the seldinger technique in the left subclavian, after asepsis and antisepcia. After a puncture he/she proceeded to "step" the dilator without difficulty, and the cvc was then also passed without difficulty. However, when removing the guide wire, resistance was met. An x-ray, was taking to confirm issue with the guide wire. The guide wire had appeared to have rolled. The patient was transferred to another hospital of more complexity, and the guide was then removed. The user stated that it was not possible to provide vasopressor support and vasoactive to the patient. In the end, patient death has been reported due to delay in treatment, however, at this time the client is looking into an official statement from the doctor to state the exact cause of death.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that in the ICU, the user placed the venous catheter using the seldinger technique in the left subclavian, after asepsis and antisepcia. After a puncture he/she proceeded to "step" the dilator without difficulty, and the cvc was then also passed without difficulty. However, when removing the guide wire, resistance was met. An x-ray, was taking to confirm issue with the guide wire. The guide wire had appeared to have rolled. The patient was transferred to another hospital of more complexity, and the guide was then removed. The user stated that it was not possible to provide vasopressor support and vasoactive to the patient. In the end, patient death has been reported due to delay in treatment, however, at this time the client is looking into an official statement from the doctor to state the exact cause of death.

Manufacturer narrative:
(B)(4). Evaluation: complaint verification testing could not be performed because no sample was returned for analysis. Visual examination of an x-ray returned by the customer revealed a guide wire within the patient but no other information could be obtained from the picture. A device history record review did not reveal any manufacturing related issues. The probable cause of the guide wire and catheter resistance that resulted in a separated guide wire could not be determined based upon the information provided and without a sample. No further actions will be taken.